Event description:
A report was received that the patient was experiencing pain at the ipg site. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The physician did not believe the need for the revision was device related. The patient was doing well postoperatively.